Event description:
This letter is to report an adverse and neurological reaction I experienced that resulted in blister burns when washington radiology associates (wra) used an MRI scanner to acquire to images of my right knee injury. This incident occurred on wednesday, 08/2007. I've stated the details below. The MRI scan was severely painful. I felt hot, electrical currents travel throughout my body; the electrical currents were mercilessly strong and I felt like I was being electrocuted; my entire body twitched, my head jolted back, and I yelled and cried distinctly loud to the operator: "help me! I'm being electrocuted!" This went on for an interminable five minutes before the operator came to my aid. (I assume I wasn't being monitored or the operator didn't care.) The MRI scanner was awfully noisy. When the operator arrived to my side, she was irate and retorted: "stop it!". I complained to her that: "it feels like I'm being electrocuted; the scanning is very painful; it feels like sharp, intense electrical currents are travelling through my body; unbearable burning, twitching, and severely painful". The operator retorted: I can stop this MRI and report to the dr that you refused to have the report; is that what you want!?!" Feeling afraid and intimated by her, I replied; "no". I told the operator that I was cold and if I could have a blanket or something. She brought a sheet and covered me. I was wearing only a thin, short gown with short sleeves that opened in the back, as instructed and provided to me. The MRI scan room was extremely cold. In addition to keeping me warm, I thought the cover could block some of the painful electrical currents. The operator removed a metal-like microphone that had been resting on my right, upper arm and carelessly covered the microphone somewhat with a thin, paper like matter. She returned to her room and continued the procedure... Electrocuting me, but this time, the pain wasn't as intense as previously. I felt needle-piercing pain in my upper thighs and abdomen, therefore, I moved my arms from my side and placed my hands over my upper thighs and abdomen thinking this would reduce some of the pain. When the noise from the machine stopped, I felt traumatized. I was a nervous wreck and very upset. The operator assisted me in getting off the table. I asked the operator:" why did it feel as if I was being electrocuted?" She replied chuckling: "if I used high volume fields, you would have a neurological reaction with the same symptoms you described, but why would I use high volume fields". Several days after the incident, I continued to feel needle-piercing-pain in my upper thighs, lower abdomen, fingers, and arms. I also noticed small, red blistered burns on and above my right knee. MRI scans are not supposed to hurt. I feel my safety as well as my life was compromised during this bizarre scanning. My MRI report was signed. The MRI scanner that was used looked out-dated. In the past, the operators have always informed me that metal isn't allowed in an MRI scan room, yet there was a microphone mounted on the side of the MRI machine that appeared to be made of metal, steel, or chrome and it rested on my upper right arm. Are those materials compatible to the MRI scan room? Did the microphone (whether powered on or off, uncovered or partially covered with thin paper) cause my neurological reaction and burns? The woman that preceded me also screamed and cried endlessly in the same scan room during her MRI. She appeared to be devastated as she left the room. Please investigate the entire MRI environment at the place of the incident. If everything checks out ok, then my neurological reaction and burns were most likely caused by the operator using high volume field strength, as she implied. Please send the outcome to me at the address shown at the top of the front page of this letter.